Event description:
Employee placed a needle into the container. They moved the counterbalance up to dispose of the needle. When the counterbalance came down the syringe came out and stuck the employee's right hand index finger. Kendall was notified of the event on 3/7/2001.